Manufacturer narrative:
H3, h6: the device was used in treatment and it was reported that surgeon performed registration, planning and burring of distal femur. Selected 'visualize cut' and the system showed a significant discrepancy between cut and plan. DHR review found that the software version has been validated. A complaint history review identified similar events. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The point of failure for this case was during bone removal, and the recover action states to "remove the trackers and the bone pins from bones and proceed with conventional instrumentation, as described in the applicable total knee surgical technique. Begin the manual technique by assembling and placing the tibial guide on the operative femur as described in the applicable total knee system surgical technique." Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were evaluated. Review of case screenshots found that the femur checkpoint had moved 8.1mm, and this was found at checkpoint verification after cutting the femur and tibia. The distance of 8.1mm could indicate that the tracker rotated from an edge to a flat. The discrepancy in the visualize cut screen aligns to the tracker rotating as well. The user likely thought that the tracker did not move because everything could have looked fine visually and it depends when the tracker moved. The tracker could have rotated from the edge to the flat from the vibrations from burring or the tracker could have been bumped slightly after the user finished cutting and switched to using the plate probe for visualize cut. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The malfunction was due to a user error.

Event description:
It was reported that during a tka procedure, the surgeon performed registration, planning and burring of distal femur. Selected 'visualize cut', system showed a significant discrepancy between cut and plan. Seemed as if the femoral array moved, but everything was stable. Surgeon proceed with 4 in 1 cut and tibial resection. The surgeon was confident the array did not move. He redefined the femoral check point. Leg alignment looked perfect in final leg alignment. There was a short surgical delay reported with no patient injury.